Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.